Event description:
Procedure performed: robotic hysterectomy. Event description: surgeon and staff noticed pneumo was leaking. Upon investigating, they found that the alexis sheath had slid off from the inner purple ring. The gelpoint was removed and a new gelpoint was placed. Additional information provided by [company rep] via email on 01apr2026: the gelpoint had been in use for about an hour before the sheath detachment from the purple ring was observed. The purple ring was not unrolled at any point before the procedure. The leakage occurred about an hour after placing the gelpoint ½ way through the procedure. Leaking occurred whether there was an instrument in the gel trocar sleeve or not. No component separated from the sleeve/trocar seal when leakage occurred. There are no damages to the gelseal cap. There were no instruments used with the alexis during placement. Instruments were used in the gel sleeves during the procedure and subsequently, passed through the alexis into the abdominal cavity. Additional information provided by [name] via voluntary user report [mw (B)(4)] on 09apr2026: the wound protector tore during the case resulting in loss of co2 pneumo. Wound protector was replaced and case proceeded without any patient harm. Rep aware and placing a complaint with applied medical. Intervention: the gelpoint was removed and a new gelpoint was placed. Patient status: no patient injury. The patient is fine.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This is a follow-up report to mw (B)(4).